Manufacturer narrative:
(B)(4).

Event description:
The consumer via the healthcare provider (hcp) reported she would have the patient turn stimulation off for a week, and record symptoms and then back on for a week, and record symptoms. The patient experienced symptoms when the implantable neurostimulator (ins) was turned off. It was indicated it was "really bad" when the stimulation was off. She refused to shut the device off. The patient was currently on p1 at 1.5 v. Electrode impedances were ran at 1v with results of: 0<(>&<)>3 <(> <<)>50 ohms and 1<(>&<)>2 >4,000 ohms (almost 5,000). The impedances were re-ran at 2.5 v and 0<(>&<)>3 were still <(><<)>50 ohms. Electrodes 1<(>&<)>2 continued to show high impedances. It was reviewed that <(><<)>50 ohms indicate a short circuit and >4000 ohms indicate an open circuit. A list of impedances were provided for all pairs and it ranged between 693 - 2816 ohms. It was noted program 2 had not been working for the patient for over a year (2014), and the patient could not feel anything on program 2, so four new programs were set up. Program 2 was originally on 3(+) and 1(-). It was noted the patient felt good stimulation on all four new programs. Once programming was complete, the patient was able to switch programs using their patient programmer. It was noted the caller tried to print with the seiko printer. There were 2 lights on top of the printer and one of the lights was flashing while the other light was on. It was reviewedthe printer needed to be charged up before it could print a report. Additional information received 3 weeks later via the hcp indicated patient had dramatic improvement in her symptoms during trial and thus, underwent a permanent implant. Symptoms of recurrence in her urinary/over-active bladder (oab) symptoms had been going on for a year. Frequency was 8-10 times per day. Urgency with urgency incontinence occurred with almost all voids and the volume leakage was large. The patient denied nocturia and incomplete bladder emptying. On (B)(6) 2016, the battery life was checked. She was started on program 4 and was to try each program for 2 weeks. Education was provided to the patient on changing the intensity of the programs. She had an appointment in approximately 2 months. The patient's medical history was noted as cleroderma/sjogren's syndrome, interstitial lung fibrosis, osteopenia, hypothyroidism, hypertension, skin cancer, irritable bowel syndrome, diverticulosis, and narrow angle glaucoma. Report of past ob/gyn history was noted as signi ficant for 3 full-term vaginal deliveries including 1 stillborn. The largest baby was (B)(6). The patient denied a history of fibroids, ovarian cysts, abnormal pap smears, or sexually transmitted diseases. Past surgical history included tonsillectomy, d <(>&<)>c x3 and vaginal sling. The patient's indication for use was urinary dysfunction/sacral nerve stim. No outcome or cause were provided with this event. Further follow up was conducted to obtain this information. If new information is received, a supplemental report will be submitted.